Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead bipolar impedance was less than its unipolar impedance, and the physician suspected that there was an issue with the lead. The lead's polarization was changed to unipolar, and it remains in use. No patient complications have been reported as a result of this event.